Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a diagnostic procedure, the bronchofibervideoscope experienced a near-complete loss of image with a red lighting issue. The patient was under sedation at the time of the event. As a result of this malfunction, the intended procedure time was prolonged by 30 minutes or greater; however, the procedure was completed using the same device. No patient harm was reported in association with this event.